Event description:
It was reported that during a bowel resection procedure, the tissue did not appear to have a complete staple line. Unknown how the case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Missing staples. The analysis results found that one device was received in good visual condition and with six reloads present. Reloads c, d, e, f, and g were received fully fired; reload b was returned with several staples missing from the pockets, and the swing tab was in the unlocked position. The device was tested for functionality with the returned reload b and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. While no conclusion could be reached on what could have caused the reported event, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no retainer was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.